Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t2, l2, and l4. The procedure went well according to images taken during and directly following the procedure. There were no bone cement extravasations noticed during the procedure. Final images also showed no bone cement extravasations. Reportedly, the patient became sick and was coughing post procedure. CT scan was performed and showed possible bone cement in the lung. Patient remains in the hospital due to this event and other medical issues relating to cancer treatments. No further information was reported.